Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Pump settings: res vol: 81.2 ml, rate: 2.1 ml/hr, given: 12.85 ml. Unknown if air in line was noted. Patient was not affected. No further information available.